Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated the cgm was displaying 69 mg/dl and suspected that her bg was lower than the value displayed. She ate carbohydrates and a protein bar. While watching a movie with her family, she passed out and they could not wake her. They called 911 and the patient was taken to the hospital. Upon arrival, the emergency medical technician's checked the patient's bg and it was 17 mg/dl. They patient was treated with IV glucagon at the hospital and was released after two hours. At the time of the report, the patient had recovered from the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.